Event description:
Device was fit on (B)(6) 2025 and was in use for 7 days. Device became weak and was removed from the patient's ear. Upon removal excess fluid collection in patient's ear was observed. The fluid was white and somehow thick. The patient went to the urgent care to examine the ear and is receiving antibiotic drops.

Manufacturer narrative:
The investigation is ongoing. The manufacturer has initiated a follow up to receive more information about the incident. A follow up report will be submitted upon availability of new information.

Manufacturer narrative:
The hcp has reported that the situation has been resolved, but did not answer any of the manufacturer's questions regarding the circumstances of the incident and patient condition. The device is not available for the analysis. Due to lack of information it is not possible to determine the exact root cause of this incident. A risk describing skin irritation and infection has been already considered in the accompanying risk file. The manufacturer will observe for trends. This is the final report.